Event description:
A user facility reported an airway tube broke during insertion. The tube was removed without incident and there was no injury to the pt. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. The user facility has been requested to return the device to the MFR for evaluation.